Event description:
The customer reported to customer service that the cord for the power supply for her pump is smoking and not working. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that though she saw smoke and sparking and though she didn't see a fire, there were burn marks on her bed comforter (they looked like cigarette holes). She indicated that there was no breach in the transformer housing and there were no exposed wires, but the "coating" appears melted. She also indicated that no injuries were sustained as a result of the issue and that she would return the power supply. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.